Event description:
It was reported that a balloon rupture occurred. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 8-10 atmospheres. The device was removed without problem with the usual method and the procedure was completed with another of the same device. The patient was in good condition after the procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was returned in a deflated state. Solidified media was present inside the balloon material. The device was placed in the waterbath to soften. Once removed, the returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. Liquid was observed to be leaking from a balloon pinhole located at the distal edge of the proximal marker band. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 12 atmospheres as per wolverine IFU. All blades were intact within their pads and fully bonded to the balloon material. A visual and tactile examination on hypotube identified no issues. A visual and tactile examination on shaft polymer extrusion identified no issues. The markerbands and tip and of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the mildly calcified artery. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 8-10 atmospheres. The device was removed without problem with the usual method and the procedure was completed with another of the same device. The patient was in good condition after the procedure.